Event description:
During treatment of a severely calcified superficial femoral artery (sfa) chronic total occlusion on high speed, a perforation occurred. After balloon inflation, the perforation appeared to have been resolved. Post procedure, the patient experienced leg pain and swollen tissue around the sfa. The patient was transported to another hospital and a covered stent was placed in the affected area. The perforation was contained and the patient was stable.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).